Event description:
It was reported the stem had loosened due to osteolysis. It was replaced with rest modular and mdm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.